Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system was evaluated for their implantation site not closing as expected. The physician attributed this to the suturing technique. A revision was performed and the patient therapy restored.